Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the accident was to the patient's shoulder. The patient has not been seen due to recovery. The patient had surgery on her shoulder and developed an infection to the shoulder. The patient was going to be seen in the healthcare provider's (hcp) office on (B)(6)2018. The rep stated they would evaluate any problems with the stimulator at that time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the accident was to the patient's shoulder. The patient has not been seen due to recovery. The patient had surgery on her shoulder and developed an infection to the shoulder. The patient was going to be seen in the healthcare provider's (hcp) office on (B)(6) 2018. The rep stated they would evaluate any problems with the stimulator at that time. No further complications were reported. (B)(6) 2018 additional information was received from the patient via a manufacturer representative. It was reported that the clarified that the shoulder infection occured after they had their shoulder injected and that they did not have a shoulder surgery. The patient had the ins reprogrammed with 3 new programs on (B)(6) 2018. The patient stated that they felt that the stimulation was taking away 50% of their pain. The patient reported that they knew this because they turned off the stimulation off one night and woke up with worse than normal pain. It was noted that the soreness at the ins site was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was sore at the ins site and need to be reprogrammed. The patient stated that they were ¿in an accident¿ and didn't provide any more details. It was noted that the patient wouldn't be able to see the doctor until the following week due to their injury. The patient was scheduled for a follow-up appointment on 2018-mar-28 and the manufacturer representative planned to attend. No further complications are anticipated.